Event description:
Patient admitted to pediatric emergency room in dka. A drip containing regular insulin 100 units/100ml ns compounded by the hospital pharmacy using ICU medical device diana was started at approximately 2200 (B)(6) 2015 at a dose of 0.1 units/kg/hr intravenously. The patient was transferred to picu. The bag was changed out on the floor approximately 1 hour later. The patient's serum glucose reduced approximately 40% over 19 hours. The covering endocronologist suspected the insulin drip did not contain the labeled amount of regular insulin. A fresh bag was started (B)(6) 2015 at 1838. The patient's serum glucose reduced by 65% within 3 hours. The patient continued on the same dose until (B)(6) 2015, 1350. The patients serum glucose reduced to 216 during this time period. The discharge serum glucose was 161. Dates of use: (B)(6) 2015. Reason for use: dka with elevated serum glucose. Event abated after use: yes.